Event description:
Caller states that he received a reading of 296mg/dl, but was having a low blood glucose incident: vomiting, incoherent. He reports no medications were taken and that he drank some juice. The paramedics were called as well, but no results were provided from paramedic's device. He notes the paramedics transported him to the hospital, where he remained for 4 days due to low blood glucose. At the hospital, he states he received a saline IV to help regulate his blood glucose levels. He reports not eating normally. No quality controls were used. Requested return of suspect device and replacement was sent.